Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set cannula was kinked at abdomen on (B)(6) 2025. It was also reported that the patient experienced bleeding at abdomen site and patient had congestive heart failure and was taking some medications. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.